Manufacturer narrative:
Manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that an implantable collamer lens (icl) was exchanged due to rotation. Additional information was requested. No further information is available at this time. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H3: device evaluation: the lens was returned dry with residue/debris on the lens in a microcentrifuge tube. Visual inspection found the lens haptic torn with fibre on the lens. Dimensional and functional inspections found the lens to be within specifications. Claim: (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned dry with residue/debris on the lens in a microcentrifuge tube. Visual inspection found the lens haptic torn with fibre on the lens. Dimensional and functional inspections found the lens to be within specifications. Claim: (B)(4).